Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
(B)(6) 2025 ¿ the end-user reported that after pausing the ilet, the device resumed at the fill tubing step. When attempting to exit, the screen froze and became unresponsive, preventing further use. Bg rose to 340 mg/dl and could not be corrected with the device. The user reported feeling sick. The issue was resolved by sending a replacement device to the patient. No external assistance or medical intervention occurred.